Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that it was attempted to drill the 4th screw hole, however drill direction had come off from the screw hole. So inserted the k wire and created a screw hole again, implanted screw. Then attempted to drill the 2th distal screw hole, however drill direction had come off again. So most distal hole was fixed and complete the procedure. It was not implanted the 2th distal hole.

Manufacturer narrative:
Correction: inquiry suggests the targeting arm t2 prox. Humeral to be the subject product. No further associated products were reported. Review of the inspection records could not be carried out as the lot-code was not provided. A physical examination could not be carried out as the device was not returned for investigation. It was confirmed not being a complaint by inspection in (B)(4) distribution center. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). In case of any deviation it should have been realized prior to use. Based on the above facts it can be ascertained that the event was not caused by any deficiency of the device. Information revealed that the reported event was not caused by a deficiency of the device. The given information rather suggests that the event and root cause is related to a sub-optimal surgical procedure i.e. User application error. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. A review of the labeling did not indicate any abnormalities. Device was not received.

Event description:
It was reported that it was attempted to drill the 4th screw hole, however drill direction had come off from the screw hole. So inserted the k wire and created a screw hole again, implanted screw. Then attempted to drill the 2th distal screw hole, however drill direction had come off again. So most distal hole was fixed and complete the procedure. It was not implanted the 2th distal hole.